Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "efficacy of drug-coated balloon angioplasty in pulmonary vein stenosis or total o cclusion". The aim of this retrospective single-center study was to compare stenting alone versus a novel approach of drug-coated balloon (dcb) followed by stent implantation in pulmonary vein stenosis (pvs) or pulmonary vein total occlusion (pvto) due to pulmonary vein isolation (pvi), and its effects on restenosis and reintervention. The patients were divided into two comparison cohorts: the 'nodcb' control group treated with stenting alone (december 2012-december 2016), and the 'dcb' group treated with dcb followed by stenting (january 2018-january 2021). The primary endpoint (survival analysis) was defined as time to restenosis or reintervention. Dcb angioplasty was performed in all dcb group cases using the medtronic in.pact admiral dcb, followed by stenting with stent dimensions based on reference vessel diameter. Stent choices included the medtronic resolute onyx drug eluting stent (des), as well as other non-medtronic devices for smaller diameters = 5.0 mm. For larger diameters = 6.0mm, non-medtronic bare metal stents (bms) were used. Most stents used were bms (dcb: 88%; nodcb: 97.7%). The nodcb group comprised 58 patients and 89 veins, with a longer median follow-up of 35 months. The dcb group included 26 patients and 33 veins, with a median follow-up of 11 months. The overall rate of adverse events was similar: 15.2% in dcb (2 hemoptysis, 1 esophageal tear related to transesophageal echocardiog raphy, 1 brachial plexus injury), and 13.6% in nodcb (1 pv injury, 2 stent dislodgement, 1 hemoptysis, 1 cardiac tamponade, 1 cardiac arrest, 1 embolic stroke, 1 brachial plexus injury). Follow-up cts were performed in 85% of dcb and 82% of nodcb veins. Unadjusted outcomes demonstrated that the nodcb group had more restenosis and target lesion revascularization (tlr). Lung perfusion nuclear scans pre-intervention and post-intervention were performed in 65% of dcb and 81% of nodcb, and demonstrated an increase in perfusion of the treated lung segment by 5.5% in the dcb and 8.2% in the nodcb groups.

Manufacturer narrative:
Citation: authors: k.j denby, l.g. Tereshchenko, m. Kanj, t. Taigen, t. Callahan, t. Dresing, c.t. Esposito, p. Santangeli, a. Hussein, j. Hargrave, b. Wakefield, n.j. Skubas, o.t. Camargo, a. Krishnaswamy, a. Nanjundappa, r. Puri, j. Khatri, s. Kapadia, p. Suntharos, l. Prieto, j. Ghobrial. "Efficacy of drug-coated balloon angioplasty in pulmonary vein stenosis or total occlusion." Jacc: clinical electrophysiology, no. 8, 2024. Doi:0.1016/j.jacep.2024.04.020. Pmid: 38904577. Pages: 1840-1847. A2: average age a3: majority gender b3: date of publication no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.